Event description:
During sample evaluation of a transfer set because of a leak addressed in the master complaint, a split on cap was found. A doctor contacted baxter (B)(4) regarding a leak with a transfer set. The hp stated that they noticed that their belly was wet and it was due to a transfer set leakage. The hp stated that they received antibiotics. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap was confirmed during the sample evaluation; however, no root cause could be determined. The set was visually inspected with a split on cap noted.